Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies vessel dissection and death as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a stroke associated with an internal carotid artery (ica) t occlusion, a dissection of the ica occurred. Multiple devices were used during the procedure and the surgeon did not attribute the dissection to any particular device. No intervention was performed to address the dissection and the patient death was attributed to the initial stroke.